Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 quit emitting power. The vh-3030 was discovered not supplying power prior to the rep arriving for the case. The case was completed using another hemopro and another cable. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The product is not available for eval. Internal file number - (B)(4).